Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while swimming in a thermal bath. The physician reviewed the event and suspected that the shock was delivered due to 50 hz electromagnetic interference (emi) and subsequent over-sensing. Boston scientific technical services (ts) was contacted and confirmed the presence of harmonic, high-frequency emi in the 50 hz range, which resulted in two untreated episodes and the following inappropriate shock delivery. Ts discussed that the only way to prevent this was to avoid poorly shielded electrical components, such as swimming pool pumps. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.